Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2026 and barbed suture was used. Needle and thread separated during use. The reported issue did not result in adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information provided: sfxspi pds+ uni vio 18in 4-0 sa ps-2 pmp (sxpp1b113): affected side: not applicable reason for product unavailability: discarded sfxspi pds+ uni vio 18in 4-0 sa ps-2 pmp (sxpp1b113): batch number/batch number: 10cbbd list other j&j products used in the case surgery (non-complaint products). Na have there been reports of injuries from patients or users? Unknown is there any obvious delay? Unknown if available, please provide your product order number (po). Na additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? The reported issue did not result in adverse consequences for the patient. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify the suture broke during the doctor's use. Please provide the source or name of person providing answers to follow-up questions a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.